Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen and bezel separated, after which the device displayed a solid blue screen and would not load, and the user required assistance with setting up a replacement device; this represents a device display component issue consistent with a loss of or failure to bond and resulted in shipment of a replacement unit. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.